Event description:
The customer was contacted for further info. The customer indicated that the event was the result of an error in programming the device. At 2200 the pump was programmed to deliver 50mg/50ml of morphine at a rate of 5ml/hr however the infusion was reportedly complete at 2300, one hour after the delivery was started. The pt was treated with o.4mg of narcan. There were no reported adverse pt sequelae. Though requested no further info was available.